Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information regarding a dreamstation 2 adv CPAP device. The patient states their replacement device was not working right and the pressure was coming out from their device differently, which they "originally thought it was a mask issue." When the patient took off their mask and looked at their device, they "noticed that the water in [their] humidifier was boiling." They removed the water chamber to check their heater plate, then found that "the heater plate was extremely hot." The patient "confirmed that the rest of the device did not feel hot, just the heater plate." The patient keeps their "humidity set to 4", which they have not had this issue previously. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Upon further review of this complaint, there was no serious injury alleged. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event.